Event description:
Reported as: "removed a vg and replaced it with an ap-s. The reason for the exchange was band failure(?). The doctor removed the band and used the same port." The event clarified as a suspected leakage in the device.

Manufacturer narrative:
Taper ii. The prod associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."